Event description:
The customer returned the colonovideoscope for an unspecified reason. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material in the air/water cylinder and the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. In addition to the reported in b5, the device evaluation found the following: the grip had a scratch, the suction cylinder had no color, the switch box had a scratch, due to wear of the angle wire the play of the up/down/right/left knobs were out of the standard value, the adhesive on the bending section cover rubber was detached, and the connecting tube had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU) which state: "inspection of the endoscopic system." Olympus will continue to monitor field performance for this device.